Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint (power failure) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the power failure was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
When preparing for use, a customer reported that the visera elite xenon light source cannot turn unit on, power switch does not stay engaged. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the power button was moving slow, the scope socket was bad causing high intensity not to engage and the unit was missing heat sink and bulb. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.